Manufacturer narrative:
Approximate age of device- 2 years and 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital on (B)(6) 2016 due to a driveline infection with drainage and significant odor from the exit site. The patient was treated with augmentin 500mg 3 times a day for three weeks. The patient was discharged home on (B)(6) 2018 on warfarin with a subtherapeutic inr of 1.6 therefore was also prescribed with one week of lovenox until inr became therapeutic. No additional information was provided.

Manufacturer narrative:
The reference of the patient's death was reported under medwatch report # (B)(4). The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.